Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that he needs to change out the infusion set but the esc, act, and down buttons were not responsive. Customer stated that he woke up to do a blood test and saw that the pump said low reservoir. Customer stated that the pump kept blinking and he could not go through the menu. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.